Event description:
It was reported by the affiliate during an appedectomy procedure that the device would cut, but stapled partially. The staples were not formed properly when released on the tissues, 4 times. The surgeon continued and finished the procedure with the same instrument. There was no adverse patient consequence.

Manufacturer narrative:
H4: info is unavailable; device was not returned for eval.